Event description:
We received as a sample after a routine eye exam a product called complete moisture by amo. It first started as symptoms of pink eye, which were treated. In january, one eye became painfully red, sensitive to light and teary. It was extremely painful. There was also redness, irritation in the other eye, but not as bad. There was temporary vision loss of about 40 percent. That has now come back. However, contacts are not practical to wear anymore. There are scars or stretches still on the eye that we have been told may take yrs to heal. The dr had to be seen almost weekly for about 3 months.